Event description:
It was reported that during reprocessing, the bronchovideoscope instruction for use (IFU) for sterilization was followed, but when they opened it back up the videoscope kind of blew up, you would think it caught on fire in there; then technically the end balloon popped. The sterilization cap was placed on properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is cause traced to component failure. A review of the device history record determined that the reported issue could not be traced to previous repair activities. Inspection results identified evidence of physical damage on the cover. The event can be detected/prevented by following the instructions for use which state: per bf-p190 instruction manual page 04. Reprocessing before the first use/reprocessing and storage after use this instrument was not reprocessed before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.